Event description:
Today we encountered a product issue with the new boston scientific polyp traps. During a procedure, a colon polyp was removed and suctioned out via a polyp trap. The new polyp traps by boston scientific contain a filter in the middle of the cannister that cannot be removed. Typically, polyps are supposed to be filtered out and land on top of the filter; however, this time the polyp went through the filter, landing in the bottom of the trap and breaking it into several pieces. Because the filter cannot be removed, the polyp became lodged at the bottom of the trap. Ultimately, we were able to utilize a new, clean suction setup to pull the polyp back up from the bottom of the trap.